Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing lead impedance measurement of greater than 2,000 ohms. Fluoroscopic imaging confirmed that this lead was fractured. Subsequently, the lead was tested on a pacing system analyzer (psa) and an out of range measurement of 3,000 ohms was obtained. No connection issue was noted. This lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.